Event description:
Customer reported a hospitalization event for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 298 mg/dl. The customer also reported, she had diabetes ketoacidosis, leading to her hospitalization. She also reported feeling nauseous, queasy, and was vomiting prior to being hospitalized. The customer also stated, she was admitted into the intensive care unit and was placed on an insulin drip. The customer also stated, she performed a self test prior to being hospitalized and her insulin pump passed. Customer declined to troubleshoot at the moment. She also stated her blood glucose was 131 mg/dl at the time of the call. She also did not find any bent cannula on her insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.